Manufacturer narrative:
Films review summary: the exact cause of the reported distal type I endoleak observed during implant could not be determined from the limited films provided. A returned pre-implant 3d-CT film report revealed that the patient had a 56mm max diameter taa located in the distal portion of the descending thoracic. The distal seal landing zone was short and tapered, ranging from 39 ¿ 43 ¿ 45mm along a 10mm length. Several returned still CT angiograms during implant revealed that 2 valiant stent grafts had been implanted into the descending thoracic. After ballooning was performed, multiple endoanchors (~n=6) were seen having been implanted around the right & left side of the distal stent ring and penetrating into the thoracic aorta. Angio injection showed contrast primarily near the distal overlapping junctional area along the left side of the distal device. After additional ballooning was performed on the distal od near the endoanchors, final angiogram showed a noticeable reduction of the previously seen endoleak. The exact type and cause of the endoleak occurring during implant could not be determined from the limited still films provided. Lack of returned cine angiograms during angio injection did not allow for a thorough assessment of the endoleak. While this appeared most likely to have been a distal type I due implanting within a short distal seal length, an acute type IV blush endoleak also cannot be ruled out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter thoracic aortic aneurysm. It was planned that heli-fx endoanchors would also be used prophylactically in the procedure due to concern over a short distal landing zone. It was reported that during the index procedure the first valiant stent graft was placed in a straight segment of the thoracic aorta and deployed without issue. A second valiant stent graft was then deployed proximal to the celiac trunk without issue. A reliant balloon was used to seal the proximal, overlap and distal seal zones. Then a total of 8 endoanchors were placed in the distal seal zone and an angiogram was preformed that showed a type ib endoleak. The physician re-ballooned the distal seal more aggressively and this showed the type ib endoleak was greatly reduced. The physician decided to end the procedure. As per the physician, the cause of the event was anatomy related due to the short distal seal zone. No additional clinical sequelae were reported and the patient will be monitored.